Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a damaged battery issue. It is unknown when or in which care area this event occurred. During review of the pump's event history, baxter personnel confirmed the reported condition as a battery depleted alarm and discovered this event interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module master software version 6.13.92.

Manufacturer narrative:
(B)(4).evaluation summary:the condition of a colleague infusion pump with a battery depleted alarm was confirmed during product evaluation. The root cause was not identified. No repairs have been performed as the referenced device has been removed from service.similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).